Event description:
The customer reported the ventilator went vent inop and alarmed due to an adc/dac test failure. Vent inop, when in use, will stop providing ventilatory support to the patient. The customer reported the unit was in use on a patient and there was no patient harm. As the device was out of warranty, the hospital biomedical engineer contacted the manufacturers product support (pse) and reported the unit will be serviced by a 3rd party service company and will call back if further support is needed. No further contact received from customer.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.